Event description:
Legal counsel for patient reported that patient underwent a left total hip arthroplasty on (B)(6) 2010. Subsequently, the patient underwent a revision procedure on (B)(6) 2013 due to patient allegations of elevated metal ions, lack of mobility, pain, dysfunction, swelling, inflammation, loss of range of motion, and damage to surrounding bone and tissue. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a left hip revision on (B)(6) 2013 due to pain, loosening, stem subsidence and leg length discrepancy. Op report noted the presence of scar tissue, no evidence of metallosis and the acetabular cup was stable and remains implanted. The modular head, taper adapter and stem were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And " undesirable shortening of limb.¿ and "loosening or migration of implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 4 mdrs filed for the same patient (reference 1825034-2014-02041 /-05112 /-06081 /-06082).